Event description:
On (B)(6) 2011, patient reported that she experienced erratic blood glucose due to the infusion sets. Blood glucose was elevated and then decreased to 21 mg/dl. Patient treated hypoglycemia with soda. Patient then ate dinner at work and collapsed. Emts were called and patient was given glucose and orange juice. She did not lose consciousness but was unable to walk and would not have been able to treat herself. Blood glucose elevated as high as 440 mg/dl, and normal blood glucose is 150 mg/dl. No error messages were received on the infusion device. Infusion set, cartridge, and battery were used per specification. The adapter had never been changed. There was insulin leakage from the infusion site on the day of the event, and the infusion set adhesive was wet. Patient reported insulin pooled at the site and was not getting absorbed. Patient changed the infusion set, and then later in the day her blood glucose decreased to the 30 mg/dl range. That was when patient fell and had to receive treatment. Alleged infusion set was discarded. Patient was sent infusion sets with longer needle to see if this would improve insulin absorption. Multiple attempts were made to follow-up with patient and these were unsuccessful.

Manufacturer narrative:
Method, results: no product will be returned for evaluation.